Event description:
Customer stated that the insulin pump is under-delivering insulin. Customer has had several no delivery alarms. Customer reported a hospitalization due to high blood glucose. Customer received a new insulin pump. Customer was released after three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.